Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged there was an incubation error that would not clear and there were false positives in drawer a. There was no report of patient impact.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged there was an incubation error that would not clear and there were false positives in drawer a. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary a false positive and incubation error was reported on a bd bactec fx top instrument (p/n 441385, s/n ft8664). A bd field service engineer (fse) was dispatched and replaced worn blower coupling, verified system operation and temperatures stable at 35.0 degrees. C for drawer a. No calibrated equipment used. System released to customer as fully operational. Couplers also added to both bottom and top stacks, drawers b, c, d of ft8664 and fb8015. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is blower motor coupler failure. No new trends, risks, or hazards were identified as a result of the complaint. See h10.